Event description:
The patient ((B)(6)) is a participant in a clinical study ((B)(6)).it was reported the patient's left lead was perforated. As a result, the patient was administered antibiotics. Subsequently, the patient underwent surgical intervention to explant and replace the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.